Event description:
It was reported by the customer that during dressing change it was seen that power PICC 5fr dl hub is broken. Device remains in patient's body. Patient status/ intervention: ok.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a dual lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed a large split in the molded joint of the catheter. The facture surface of the break in the molded joint was observed to be rough and somewhat uneven, but no further details of the break could be seen in the returned photograph. Usage residues were observed on the catheter in the returned photograph. While a break in the catheter was evident from the returned photograph, it was not possible to determine the cause of the damage without examination of the physical sample. Therefore, this complaint will be confirmed as cause unknown at this time. Possible causes of the observed damage include sharp instrument damage, exposure to incompatible chemicals, and material fatigue. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a broken hub is confirmed and was determined to be use related. One 5 fr dl powerpicc catheter was returned for evaluation. The sample was returned with use residue on the catheter, inside the extension tubing, and on the suture wing. A sticky residue is visible on the catheter with the printing worn off and discoloring of the suture wing. A break is visible in both suture wings. The sample was flushed and both luers were patent to infusion without a leak present. The catheter contained physical features associated with material fatigue that could be contributed to placement techniques, cleaning agents or incompatible chemical exposure/degradation, and prolonged use. With the length of time the catheter was in use and an analysis of the signs of wear on the sample, this sample was determined to be use related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that during dressing change it was seen that power PICC 5fr dl hub is broken. Device remains in patient's body. Patient status/ intervention: ok.

Event description:
It was reported by the customer that during dressing change it was seen that power PICC 5fr dl hub is broken. Device remains in patient's body. Patient status/ intervention: ok.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. . The manufacturer has received the sample and, is pending evaluation. Results are expected soon.